Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that low sensing and high threshold were observed due to lead dislodgement. Patient was in good condition.